Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer¿s international service technician confirmed the reported led issue and found that the unit failed the internal battery test 11. The manufacturer¿s international service technician replaced the power switch overlay and the lithium-ion battery to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an error code (1105) alarm light emitting diode (led) failed. There was no patient involvement.